Event description:
It was reported to boston scientific corporation that a microvasive rx locking device & biopsy cap system was used during a endoscopic retrograde cholangiopancreatography procedure performed on (B)(6), 2009. According to the complainant during the procedure, a wilson-cook cannula was inserted down the ercp endoscope utilizing the biopsy cap. However, when the physician attempted to advance a second unknown device down the endoscope, the device would not pass smoothly. It was determined that the sponge in the biopsy cap had detached into the working channel of the ercp endoscope. The endoscope was removed from the patient and sent out for repair in order to remove the detached sponge. The procedure was completed with a second ercp endoscope and the same microvasive rx locking device & biopsy cap system. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
Customer's meter (B) (4) was returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter's memory.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of 77 mg/dl and 501 mg/dl were plotted on the parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value greater than 500 mg/dl. A blood glucose reading above 500 mg/dl will read as a "hi" in the adc meter.